Manufacturer narrative:
Title of article: three-year clinical outcome of patients with coronary disease and increased event risk treated with newer-generation drug-eluting stents: from the randomized dutch peers trial journal article: cardiology year: 2017 issue number: 2017;137:207¿217 literature reference: doi: 10.1159/000464320 authors: liefke c. Van der heijden a marlies m. Kok a marije m. Löwik a peter w. Danse b gillian a.j. Jessurun c marc hartmann a martin g. Stoel a k. Gert van houwelingen a raymond w.m. Hautvast d gerard c. Li . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that 1811 patients were enrolled in a study which included the use of resolute integrity rx drug eluting stents as well as a non-mdt brand stent. Combined patient medical history included diabetes, chronic renal failure, lvef<(><<)>30%, previous mi, previous pci, previous CABG. Study participants were collectively presented with stable and unstable angina, nstemi and stemi. Vessels treated included the left main stems, rca, lad, cx and graft. Pre pci stenosis diameter ranged from 54.7% to 86 %. Clinical outcomes at 3 year follow up of participants included death, cardiac death, target vessel mi, tvr and stent thrombosis.